Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. At approximately 31 months post implant the maximum aneurysm diameter measured 57.6 mm and the proximal aortic neck measured 26.4 mm to 31.2 mm in diameter along a 35 mm length. The proximal aortic neck angle measured 20 degrees and there was diffuse calcium that covered 20 percent of the circumference at the seal zone with a maximum thickness of 2 mm. It was reported that approximately three years post index procedure the endurant ii stent graft bifurcate had a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and four aptus endoanchors and the endoleak was resolved. The cause of the event is unknown per the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.